Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that the patient's (pt) ins appears to be depleting quickly as when ins was first interrogated today it was 40% but then after tablet interrogation, it was down to 10%. Caller stated impedances are good but patient charges about once a day and charging seems to take a while. Caller reviewed recharge stats which showed most sessions were "good" but patient has only gotten to 70% as oppose to 100%. Caller provided following sessions: 6/20 10-50% 1.1 hours, 6/21 10-40% 52 minutes, 6/21 30-70% 42 minutes, 6/22 10-40% 38 minutes. Caller stated they programmed cycling today to lessen recharge burden. Caller stated ins was charging now with excellent connection and was already back up to 30%. Caller tss reviewed to have patient monitor charging habits now that cycling has been programmed. Tss reviewed typical recharging times and expectations. Patient information was not pulling into cmf and ins appeared to not be registered yet.

Manufacturer narrative:
Note that the h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was implanted on (B)(6) 2022. The cause of the ins depleting quickly and charging taking a while was due to lack of pt education/knowledge on recharging. Pt was re-educated. The issue with the cycling programming was optimized and resolved. Pt weight unknown. "MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.